Event description:
It was reported that a revision surgery was done because of pain and allergic reaction.

Manufacturer narrative:
Info was rec'd from a foreign source, who is not required to complete form 3500a. This report will be amended when our investigation is complete.